Manufacturer narrative:
Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: exact cause of the event cannot be determined as the product has not been returned for analysis. H3. Analysis: to date, this product has not been returned to medtronic for analysis. Without product return, analysis is limited to review of the device history record, which shows that this product met mfg specifications when released for distribution. Conclusion: according to the surgeon who implanted and explanted the valve, reduced performance of the device occurred and was likely the result of implant technique. The device was explanted and replaced without reported pt complication.

Event description:
Medtronic received information that a case report was being written by a pathologist regarding early failure of this bioprosthetic heart valve. The case report was provided to medtronic for review, and describes an acute failure of this bioprosthetic mitral valve after five weeks of implantation. According to the abstract provided. Immunohistochemistry had confirmed a severe inflammatory reaction to the porcine cusps consisting of macrophages and multinucleate giant cells along with overlying thrombus. Histology showed an anomalous findings of muscle fibers in the body of the right coronary cusp. The clinical finding of recurrent mitral regurgitation in this pt requiring urgent valve replacement, in the absence of any structural pathology, suggested that prosthetic failure was likely due to the aforementioned intrinsic cusp tissue pathology. In response, medtronic contacted the implant and re-replacement surgeon, who was confident that the mitral regurgitation was paravalvular in nature, and not central. According to the surgeon, there was no indication of a leaflet tear or prolapse on the tee or upon visual inspection of the valve in situ. The surgeon is sure that the regurgitation was associated with the way he had sutured the sewing flange to the preserved anterior mitral leaflet and not to the stronger anterior annulus tissue. The surgeon involved stated this is not a valve related incident in his opinion. The information was provided to the author of the case report, who indicated that he is revising his original abstract based on this information. To date, this case study has not been published.